Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/15/2020. Additional information: d10, h6. A manufacturing record evaluation was performed for the finished device pkz805 batch number, and no non-conformances were identified. Additional information h3 investigation summary: it was received for analysis a paper lid and a used needle-suture of product code sxpp1a300, lot pkz805. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. In addition, two sides of fixation tab were returned for analysis, the pieces were examined and only was noted cut. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident. It was received for analysis an opened sample of product code sxpp1a300, lot pkz805. During the visual inspection of sample, the swage and attachment area were as expected. The suture was examined along of the strand and no defects, damaged or fixation feature breakage was observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance fixation feature breakage was found. It was received for analysis an opened box with four unopened sample of product code sxpp1a300, lot pkz805. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected. The sutures were examined along of the strand and no defects, damaged or fixation feature breakage was observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance fixation feature breakage was found.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via 2210968-2020-04031 and 2210968-2020-04030.

Event description:
It was reported that the patient underwent a total hip arthroplasty on unknown date and the barbed suture was used. It was reported that the fixation tabs came off the suture during use on the patellar tendon. The surgeon commented that no extra force was applied. There were no adverse consequences to the patient.